Event description:
It was reported during a da vinci prostatectomy procedure, the tips of the maryland bipolar forceps were crossed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. One grip was bent, causing a side to side misalignment of the grips. There was a .061 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation by failure analysis found the distal end of the main tube had scratch marks with light material removed. The scratches do not align with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube damage if to recur could cause or contribute to an adverse event.